Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery as the device was not working and the patient was experiencing urinary incontinence. The old device was replaced with a new device. The patient outcome was reported to be fully recovered.